Manufacturer narrative:
Initial reporter phone number: (B)(6). Adverse event problem: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: prosthesis was found to be broken (ruptured).

Event description:
Healthcare professional reported left side "patient started to feel uncomfortable" and after examination and filming left side of the prosthesis was found to be broken (ruptured). The device has been explanted.